Event description:
It was reported that the tips of the inflatable penile prosthesis (ipp) did not reach the tip of the glans because the cylinders were too short. A surgical procedure was performed to remove and replace the cylinders and pump. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issue with the length of the cylinders may have been due to a potential measurement error.